Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" was occurred. The sensor was inserted into the waist, which is off-label usage of the device. On approximately (B)(6) 2024, a sensor error occurred while the patient was driving and they were unable to do a fingerstick. When the patient arrived home about 20 minutes after the patient experienced sweating and was shaking. When the readings returned, her husband noted on the follow app that the cgm was gave a low alert with double arrows down. The husband, who was not with the patient at that time, called the emergencies. The patient self-treated with juice, but soon after the paramedics arrived at her place, the patient loss consciousness. The patient was brought to the hospital. The patient was unsure what treatment was given, but regained consciousness at the hospital. The patient was discharged after spending a few hours at the hospital, around 06:00am. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.